Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 5mg/ml, dose not reported via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that the patient had a spinal fusion done earlier in the week and during that procedure the catheter was mistakenly cut. The diagnostics and troubleshooting performed was a side port aspiration was attempted. The physician revised the catheter yesterday by finding both segments and re-connecting them with a collet connector. The issue was resolved at the time of the report and it was noted that the physician would not have any further information regarding the event. The patient¿s status was noted as alive, no injury and no further complications were reported or anticipated.